Manufacturer narrative:
The device has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device was emitting tones and an alert was identified via the remote monitoring system as the device had declared elective replacement indicated (eri). Two months prior, the remaining longevity was four years. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. A download of the device data was performed and evaluated by a boston scientific engineer who stated that it appears there is a potential issue in the charging circuitry of the high voltage capacitors. Device replacement is recommended. The patient has pneumonia and the explant procedure has not been performed yet. Subsequent information was received stating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.